Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown and the reporter stated, the patient did not break aseptic technique. On the same day as onset, the patient began treatment for the peritonitis with inj. (Injection) reflin (1 gram, once a day, intraperitoneally [ip]), inj. Tobramycin (40mg, once a day, ip) and inj. Heparin (25000iu (0.5 ml), once a day, ip). One day after onset of manifestation, the patient was diagnosed with peritonitis. The patient was not hospitalized for the event. At the time of this report, the treatment with antibiotics was ongoing, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. No additional information is available.